Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
The ventilator generated a technical error indicating a power issue. Our field service engineer (fse) inspected the device on-site and replaced the dc/dc and standard connectors printed circuit board (pcb) to resolve the issue. The device was returned to the customer and cleared for clinical use. The replaced part was sent back to the manufacturer for further inspection. The provided logs confirm the reported technical error on the date of the event. The returned pcb was placed in a ventilator for simulated use testing. It passed the pre-use check (puc) three times, and ventilation was performed over four days without deviation. The ventilator passed the puc three more times. We could not reproduce the reported issue and therefore could not investigate the pcb further. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The replaced pcb was faulty at the date of event. However, it was not possible to reproduce the issue at the manufacturer site. The principal functions for the dc/dc & standard connectors pcb are to: ¿ convert and supply required internal voltages. ¿ control switching between mains power supply and external 12 v battery. ¿ connect the on/off switch and led board pcb. ¿ hold a number of standard connectors. Includes an ID prom.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).